Manufacturer narrative:
(B)(4). The device passed electrical testing but failed functional testing with a last fill outside of volumetric specifications. The device passed internal and external inspections. The device failed manual volumetric accuracy testing. The digital printed circuit board was pushed down and the device passed a second volumetric accuracy test. A manual temperature test was performed and the device passed. The pneumatic system was tested and all pressures found to be correct and stable. A review of the event history log of the device found nothing related to the reported issue. The cause could not be determined. The device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During the evaluation of a returned homechoice (hc) device, it was determined the hc device failed therapy monitored fluid volume testing. No additional information is available.